Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mildly tortuous, non-calcified, 90% stenosed, mid, left anterior descending (lad) coronary artery with a 2.00 x 20 mm mini trek rx balloon dilatation catheter (bdc). Reportedly, the bdc was advanced with no resistance felt to the lesion and on the second inflation to 16 atmospheres (atm), the shaft separated at the junction of the hypotube and the distal shaft. A snare device was used to successfully retrieve the separated distal end of the shaft from the anatomy. A new 2.00 x 20 mm unspecified bdc was used to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the mini trek rx device is 14 atm; therefore, rbp was exceeded. It is unknown if the IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respects to the design, manufacture or labeling of this device.